Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was undersensing the intrinsic beats. Lead currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 12th of december 2024 and 14th of february 2025 recorded an initial pacing impedance of 450 ohms with a decrease to 400 ohms followed by a gradually increase to 500 ohms. Furthermore, a fluctuating shock impedance with initial 65 ohms was recorded, with a decrease to 50 ohms followed by a gradually increase to 80 ohms and a further drop to 65 ohms. The analysis of the provided iegm episodes revealed undersensing on the rv channel which led to inappropriate pacing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead was undersensing the intrinsic beats. Lead currently remains implanted. Should additional information be received this file will be updated.